Manufacturer narrative:
The device used is indicated as available for evaluation. As of the date of this report, it has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Tip of the bevel damaged. Introducer opened at the time of the procedure, during venous puncture, ruptured in the vein of the newborn, causing a small lesion on the dorsum of the newborn in the right upper limb.

Manufacturer narrative:
H3 other text : placeholder.

Event description:
Follow up.